Event description:
It was reported that the patient presented to the clinic with vf episodes. The ICD was found to have migrated, dislodging the rv lead. The ICD remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.